Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Investigation results as follows: device history record (DHR) was reviewed and no similar complaints were reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed; top cover and encoder cover were noted to be damaged. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and archive data indicated multiple fault of user advisory (ua) 02 (compression tracking error) and ua16 (timeout moving to take-up position) on (B)(4) 2015 which is the last date when device was powered on by customer. Ua 02 was observed after first compression during functional testing, thus functional testing was failed. During evaluation, lcd screen was also noted to be blank. In summary the customer's reported complaint is confirmed during visual inspection. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. The exact root cause for the observed user advisory codes was related to out of place load cell slider plate. While observed blank screen was related to the defective processor board. The processor board was replaced and load cell slider plate was re-installed. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that a plastic piece on the autopulse platform was broken and the platform was missing a couple of screws. No patient involvement was reported. During investigation of the platform, the lcd was observed to be blank and the review of the platform archive log showed multiple user advisory (ua) 02 (compression tracking error) and ua16 (timeout moving to take-up position) error messages on the event date of (B)(6) 2015. Additionally, the platform displayed ua 2 during functional testing.